Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression and moderate aortic neck angulation, 55 degrees). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression and moderate aortic neck angulation, 55 degrees).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the bifurcated stent graft migrated distally with a type I endoleak due to disease progression 16 months post index procedure. An aneurx aortic cuff was implanted to resolve the migration and type I endoleak. Currently the vessel morphology was reported as there was moderate aortic neck angulation, 55 degrees. A recent CT demonstrated that there was a type iii endoleak between the bifurcated graft and the aortic cuff. The physician elected to implant endurant aortic cuff between and successfully resolved the type iii endoleak. No additional clinical sequelae were reported.